Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 250 units and insulin gauge displayed 36 units, approximately 2 hours later. The customer's blood glucose level was 192 mg/dl. The customer reloaded the cartridge and received an accurate fill estimate.